Manufacturer narrative:
Lot analysis: review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Setup and in process samples were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: received five unused iag 24 ga units in sealed packaging from the lot number 7223610. One of the units was retracted inside the sealed package. Visual/microscopic examination: four of the five unit; the needle cover was present over the needle. One unit, no needle cover was present. (The unit was retracted by the customer). Conclusions: the defect; cap missing; as stated as the reported code was confirmed. Root cause: relationship of device to the reported incident: manufacturing (packaging); the missing needle cover was not detected during the packaging process due to human error. When the multivac reject bin needs to be emptied, remove and replace with an empty bin. Visually inspect all parts for product attributes specified in (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle cap of the bd insyte¿ autoguard¿ shielded IV catheter was missing, and the needle was out of the package. Customer retracted the needle without a needle stick occurrence. No reports of serious injury or medical intervention needed.